Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns; guide catheter: jr 4,0 judkins 6f; sheath: 6f. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported difficult to deploy the scaffold could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the posterior descending artery of the right coronary artery (rca). The lesion was predilated twice with a non-abbott 2.5 x 12 mm balloon at 6 atmospheres (atm) for 20 seconds reducing the stenosis to less than 40%. An 2.5 x 18 mm implant was advanced without resistance into the lesion. The delivery system balloon was inflated to 8 atm, but then started to loose pressure at about 1 atm per second. It was not possible to increase the pressure again. The implant was already partially deployed inside the lesion. The delivery system was removed without resistance. A non-abbott 2.75 x 15 mm non-compliant balloon was then inserted into the implant and inflated at 14 atm for 30 secs. Result looked good on the angiogram with the implant in the lesion. After removal, the physician tried to inflate the balloon again and a small leakage was noted which had not been noted before the procedure. There were no reported adverse patient effects or a clinically significant delay in procedure. No additional information was provided.